Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the lesion had no tortuosity, had mild calcification and a 99% stenosis after a guide wire crossed the lesion, the voyager rx balloon catheter was inflated for dilatation; however, the balloon ruptured at 10 atms when inflated for the first time. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, pt's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this is not a result of manufacturing, balloon catheters are 100% leak tested on line and a sampling are rupture tested. The lesion was 99% stenosed with mild calcification, which may have contributed to the rupture. Possibly the balloon material was damaged (scratched) during interaction with other devices and/or lesion calcification, such that the balloon ruptured upon inflation. A conclusive cause for the reported balloon rupture could not be determined.